Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. Model: 693558, implantable tachy lead; implant: (B)(6) 2010. (B)(4).

Event description:
It was reported that a right atrial (ra) lead was exhibiting undersensing, diminished p-waves and noise on the atrial channel. The l ead has been capped and replaced. No patient complications have been reported as a result of this event.